Manufacturer narrative:
Investigation summary: no samples or pictures were received. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. DHR review process was not performed since the lot number was unknown. There were no issues reported like trolley defective(wire damaged) for the same part number throughout the last twelve months. A DHR review of the last five lots manufactured for the part number 305091 was performed, there were no issues found in this result like a ncmr (non-conformance report). As part of the current manufacturing process controls, a 100% inspection is performed by production department on each trolley for all functional and visual characteristics; additionally, a second inspection is performed by quality inspector based on an aql sampling plan. Investigation conclusion: according with this investigation there is not enough information available to perform an exhaustive investigation due to no samples or pictures were provided in this complaint, as part of this investigation it was reviewed the customer complaint records; according with the cc¿s records, four additional complaints were received throughout the last twelve months for the same part number and issue however, in none of the cases, evidence was received. Additionally, the complaint record says that the wire was damaged; however, more information is needed like how long the trolley has it been in use. As part of the current manufacturing process controls, a 100% inspection is performed by production department on each trolley for all functional and visual characteristics; additionally, a second inspection is performed by quality inspector based on an aql sampling plan. Root cause description: based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process since there is not enough information related to this failure mode rationale: according to risk assessment with this occurrence result and severity level s3 (severity based on pfmea) this failure mode was considered high risk, since it was greater than the one defined on the risk assessment threshold. The complaint record says that the wire was damaged; however, more information is needed like how long the trolley has it been in use. A DHR review of the last five lots manufactured for the part number 305091 was performed, there were no issues found in this result like a ncmr (non-conformance report). As part of the current manufacturing process controls, a 100% inspection is performed by production department on each trolley for all functional and visual characteristics; additionally, a second inspection is performed by quality inspector based on an aql sampling plan. A CAPA record isn¿t opened due to lack of evidence to confirm this failure mode.

Event description:
It was reported with the use of the bd recykleen¿ sharps collector slide top with gasket there was an issue with spring to connect the wire damaged.

Manufacturer narrative:
The following fields have been updated with corrected information: a.1. Patient identifier: (B)(6).

Event description:
It was reported with the use of the bd recykleen¿ sharps collector slide top with gasket there was an issue with spring to connect the wire damaged.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd recykleen¿ sharps collector slide top with gasket there was an issue with spring to connect the wire damaged.